Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The lvad instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient had neurological changes throughout the night, with seizures. Patient is post implant in pod when the neurological events occurred. Patient underwent head CT scan on (B)(6) 2016 which revealed left mca infarct, and right posterior frontal region, possible second infarct. Patient was on ventilator, and still not waking up fully, responds to painful stimuli. Repeat head CT shows not change in infarct areas. It was further stated that the patient was eventually extubated, but still not very responsive. It is hopeful that with rehab the patient will have some recovery. No additional information available.

Manufacturer narrative:
Updated: outcomes attributed to adverse events, describe event or problem, MFR contact info, date received by MFR, type of reports, type of reportable event, if follow-up, what type?, evaluation codes, additional MFR narrative. Corrected: age/date of birth. Additional information received that the patient's condition continued to worsen as kidney and liver function continued to deteriorate. Patient had a fever of unknown origin, required hemodialysis and increasing inotropes. Patient had neurological storm events due to severity of cva's and patient had little chance of neurologic recovery. The patient's family decided to withdraw care and the patient expired on (B)(6) 2016. No additional information provided. The patient's reported severe cvas led to liver and kidney failure and subsequently care was withdrawn and the patient expired. There was no allegation of device malfunction, nor evidence of a procedural related event that a causal relationship could be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.